Event description:
It was stated that the device had an error code 46510. The event occurred during routine preventive maintenance inspection. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a peeled downstream occlusion (dso) seal and a worn upstream occlusion (uso) seal. Functional testing was able to duplicate the reported problem. It was determined that the inoperable main board was the root cause. The printed wire assembly (pwa) was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.